Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant results on the bd viper lt system (catalog # 441990, batch # 2297345). Bd investigation required review of the batch history records, functional analysis of customers reported reagent batch and complaint history review. The batch history records were reviewed, and no discrepancies were noted. Functional analysis of the customers reported reagent batch was performed and met acceptance criteria. Bd was unable to confirm the customers reported complaint. There are no current trends associated with discrepant results on the bd viper lt system. The following fields have been updated with corrected and/or additional information: d4. Medical device lot#: 2297345 d4. Medical device expiration date: 06-oct-2023 h4. Device manufacture date: 24-oct-2023 h3 other text : see h.10.

Event description:
Report 3 of 3 it was reported that bd onclarity hpv assay 3 specimens were run and came out positive. After recollection the specimens came back negative. The following information was provided by the initial reporter: per customer, 3 specimens were run for bd onclarity hpv assay and came out pos. After recollection a couple of months apart all specimens were negative. Customer sent all 6 specimens (3 patients) for confirmation, and all specimens were negative except 2 were inconclusive.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown. D4. Lot- unknown. D.4. Medical device expiration date: unknown.

Event description:
Report 3 of 3. It was reported that bd onclarity hpv assay 3 specimens were run and came out positive. After recollection the specimens came back negative. The following information was provided by the initial reporter: per customer, 3 specimens were run for bd onclarity hpv assay and came out pos. After recollection a couple of months apart all specimens were negative. Customer sent all 6 specimens (3 patients) for confirmation, and all specimens were negative except 2 were inconclusive.